Manufacturer narrative:
Concomitant products: unknown balloon to finish the procedure. (B)(6). (B)(4). The device has not yet been returned for the engineering evaluation. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: during inflation in the vessel of the lower leg leakage of contrast was observed at the point between the balloon and the catheter shaft of a 3mm x 4cm saber balloon catheter (bc). The procedure was completed successfully with another balloon. There was no report of patient injury. There were no anomalies noted during preparation. The device was stored according to the IFU (instructions for use). The device was returned for analysis. One non sterile catheter saber 3mm x 4cm 90cm bc was returned. The balloon was received deflated and appeared to have been inflated. The body shaft did not appear damaged. No other anomalies were observed. A leak test was performed and a leak was noted in the balloon distal end. Per sem analysis the external surface showed evidence of scratches and abrasion marks that could be related to the balloon pin hole. The internal surface did not show any evidence of damages. No other anomalies were found during the analysis. A device history record (DHR) review of lot 17173388 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ was confirmed through analysis of the returned device. The exact cause of the burst could not be determined during analysis. Based on the information available for review, vessel characteristics, although unknown, may have contributed to the burst as evidenced by abrasions noted on the outer surface during analysis. Neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
The device was returned for analysis, however, the engineering evaluation has not yet been completed. Additional information will be submitted within 30 days of receipt.

Event description:
It was reported that during inflation in the vessel of the lower leg that leakage of contrast was observed at the point between the balloon and the catheter shaft of a 3mm 4cm saber balloon. The procedure was completed successfully with another balloon. There was no report of patient injury. There were no anomalies noted during preparation. The device was stored according to the IFU. The device will be returned for analysis.